Event description:
Additional information was received that episodes of far-field r wave oversensing and automatic mode switch were observed on the device. The device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, an increase in the capture threshold and episodes of undersensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.